Event description:
Customer reported that her pump has scratches. There was no reported impact to the customer¿s blood glucose level. Customer benefits support was contacted to document the issue for provincial coverage purposes, and a case number was requested to create a statement of non-repair. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.